Event description:
It is reported that the pt underwent total left hip arthroplasty on (B)(6) 2006. Revision was done on (B)(6) 2011, in which, it was noted that possible pseudotumor or alval formation.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the united states. The MFR did not receive explanted devices, x-rays or other source documents for review. The lot numbers were received for the explanted devices, the device history records were reviewed and found to be confirming. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).